Event description:
It was reported that the customer's insulin pump screen went blank and the customer's blood glucose was 490 mg/dl. Customer treated for high blood glucose with insulin injection. The insulin pump had not been bumped, dropped, or exposed to moisture, and there was no apparent physical damage. There was no relevant damage or corrosion. After the customer was advised to clean the battery cap contacts and insert a new battery, the display did not return. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.